Manufacturer narrative:
Approximate age of device- 1 year, 6 months, 13 days. The replaced portion of the percutaneous lead (driveline) and explanted pump were received for investigation. The evaluations are not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was air cared to the hospital with a low flow alarm and the green "running" indicator on the system controller not illuminated. The patient was placed on battery power(1-2 minutes into the emergency call) and the alarm resolved. Once the patient arrived to the hospital, they were placed on the power module and the low flow alarm occurred again. Patient was placed back on battery power immediately and the system controller was replaced. The low flow alarms occurred again once the patient was switched back to the power module and the low flow alarm reoccurred. An x-ray of the driveline revealed apparent fraying on the external portion of the percutaneous lead (driveline). On (B)(6) 2018 a distal external driveline replacement, approximately 4 inches from the exit site, was performed by the manufacturer's technical service representatives. Post replacement, the vad system was connected to a normal patient cable and there were additional pump stoppages. A pump exchange was performed on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Manufacturing evaluation conclusion: evaluation of heartmate ii lvas, confirmed internal driveline (dl) wire damage that would have contributed to the reported pump stops. The pump was returned assembled with the driveline (dl) severed approximately 5.75¿ from the pump housing and the distal portion of the driveline was returned in one segment measuring approximately 33¿. A repair site was observed from a previous distal-end repair on the 33¿ dl segment. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) and the sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) were not returned. Examination of the returned pump, upon disassembly revealed a flat, tissue-like deposition on the body of the rotor, which was an incidental reportable finding that was being reported under MFR # 2916596-2019-00018. Upon removal of the deposition, the device was cleaned. The bearings, rotor, and blood contacting surfaces were then examined under a microscope; no anomalies were observed that would have contributed to a functional issue. A distal-end dl repair had been performed on (B)(6) 2018 under work order 00052623 and the replaced portion of the dl was returned in one segment measuring approximately 17.5¿. Electrical continuity testing of the returned dl was conducted and all wires were found to be electrically intact. Visual examination of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hi-pot testing of this dl segment did not reveal any areas of compromised wire insulation that would have contributed to the reported events. Both the pump-end segment and the distal portion of the driveline were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities. The outer silicone jacket, clear bionate cover, and the metal braided shield layers were carefully removed to evaluate the underlying wires. Visual examination of the 33¿ dl segment revealed damage to the insulation of the black, yellow, green, and orange wires approximately 29.75¿ from the metal connector, as well as the red and brown wires approximately 31¿ from the metal connector. All observed damage appeared to be the result of abrasion from the metal braided shield due to repetitive flexing of the lead. The remaining segments of the driveline were then submerged in a saline solution for hi-pot testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. Log files were not submitted; therefore, the reported low speed and pump stop events could not be confirmed. However, if the exposed conductors of any of the wires contacted the braided shield while operating on the power module, the resulting short to ground could have resulted in alarms and interruptions in pump function. Such events could have also occurred from a phase-to-phase short if the exposed conductors from two different phases made direct contact with each other or simultaneous contact with the braided shield on either the power module or battery power. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.